Event description:
The handle of the 10mm laparoscopic babcock instrument broke during a procedure.what was the original intended procedure?laparoscopic hysteroctomy.device #1is this a laboratory device or laboratory test?no.